Event description:
Alleged the brake casters will swivel when locked into brake. Pursuant to our response to warning letter, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Manufacturer narrative:
The facilities engineer made an unsuccessful attempt to adjust the brake casters. The engineer ordered new casters for the repair of the bed. Follow-up calls made by hill-rom were not returned.